Manufacturer narrative:
(B)(6). During inspection and testing, service found foreign material adhered to the biopsy channel outlet. The foreign material was a colorless, transparent, viscous substance. The main component of the foreign material was alkyl sulfate. Alkyl sulfates are contained in detergents and surfactants, and there is a possibility that foreign material was derived from these components. There was no physical damage to the position where the foreign material remained. A review of the device history record found no deviations that could have caused or contributed to foreign material on the device. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the customer reported pre-cleaning was sometimes delayed and the endoscope was not immersed in the cleaning solution. It is likely foreign material adhered to the device due to insufficient reprocessing. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issues (blackout and error code e226) were not reproduced during testing. Error code e238 occurred when the power was turned on during testing due to corrosion in the scope connector. It is possible that the user observed the blackout and the error codes occurred due to water infiltrating the endoscope and water droplets adhering to the circuit board in the scope connector which caused an electrical short circuit and connection error. It is possible that the water entered the device from the venting connector. In addition, the scope connector cover was scratched, the scope connector and scope connector cover were dirty due to water leakage, the universal cord was dirty due to water leakage, angulation in the up direction was reduced due to wear of the angle wire, and there were scratches on multiple parts of the device. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported that, during preparation for use, the screen on the subject device did not work and was blacked out. Error code e226 (scope communication error) also occurred. Another device was tried and error code e226 occurred. The planned procedure was completed using a third similar device. There was no effect on the patient due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material adhered to the biopsy channel outlet. This report is being submitted for the malfunction found during evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Error code e238 was further assessed and determined to have potential to cause death or serious injury if the malfunction occurred again. Evaluation of the device also found error code b30 (scope communication error) occurred. Based on the results of the legal manufacturer's investigation, error codes b30 and e238 were likely due to water droplets adhering to the circuit board built into the scope connector causing an electrical short-circuit and causing a connection error. The cause of the water infiltration could not be identified as air leakage was not confirmed during the water leakage test. It is possible that water may have entered through the venting connector due to strong water pressure hitting the check valve of the venting connector directly and the valve of the venting connector being opened with a brush or the like while the device was immersed or a strong water flow hitting the check valve part of the vent metal directly. Connection made with water droplets on the connection of the venting connector or the water leak test air tube being broken or deteriorated when using the reprocessor.